Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a revision was made to the right ventricular (rv) lead. Additional information indicated that the rv lead exhibited high threshold and was found to have moved via chest x-ray. The rv lead was then repositioned and still remains in service. No additional adverse patient effects were reported.